Manufacturer narrative:
Findings: report was confirmed by eval. The footed portion of the attachment was bent and cut by tool contact. The attachment had been in the field for approximately 56 months without repair. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hosp usage level. In any case, the maintenance interval should not exceed 24 months. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissection tool may cause injury to the pt. Operator and/or operating room staff."

Event description:
Device was returned for repair by the user facility, and escalated to a complaint due to the footed portion of the attachment was bent and cut by tool contact. On follow-up, it was noted that the device may have been damaged prior to use but the damage was identified after turning the flap. It was confirmed that there was no pt impact.